Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81:72-77, that a hemorrhage occurred during a sling procedure. The hemorrhage was managed by vaginal tamponade.